Event description:
It was reported that when using the bd pyxis¿ medstation¿ es plugged in but could not be turned on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device serial, unique identifier (UDI), device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not turning on. A field service engineer (fse) disconnected auxiliary drawer which was causing station to shut down and confirmed that the drawer 2.2 main drawer board was causing the malfunction. So, the fse replace drawer board on main2,2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es plugged in but could not be turned on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.